Event description:
Consumer called to report comparing their meter readings with a lab reading. Analysis run on clark error grid using lab reading (136) as ref. Point vs. Bd readings of 272 yielded data points in the c zone of grid, outside of acceptable limits.